Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 21-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
A clarification was requested to the statement in event of "each dilator was removed from the patient¿s body to be collected" asking if it should have stated that "each fiber was removed from the patient's body." A response was received on 02-nov-2022 stating "no". Therefore, the correct statement is "each dilator was removed from the patient's body to be collected." Additional information was received on 10-nov-2022. The device was used on the patient. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the sheath. Fibers were adhered to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This occurred when ice echo image showed fibers adhered to the dilator. Each dilator was removed from the patient¿s body to be collected. The procedure was continued after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as MDR reportable for foreign material on the usable length of the sheath.

Manufacturer narrative:
Initial reporter phone: (B)(6). The video investigation was completed on 27-sep-2022. Videos showing an ultrasound image were received for analysis. The videos do not provide sufficient information related to the reported event and therefore, no result can be obtained from them. A device history record evaluation was performed for the finished device and no internal actions related to the complaint was found during the review. The customer complaint cannot be confirmed. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-oct-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the sheath. Fibers were adhered to carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. This occurred when ice echo image showed fibers adhered to the dilator. Each dilator was removed from the patient¿s body to be collected. The procedure was continued after the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced. The procedure was completed without patient's consequence. The device was returned to biosense webster (bwi) for evaluation. A visual inspection test of the returned device was performed following bwi procedures. The device was thoroughly inspected with the naked eye without finding any damage or the presence of any foreign material on the handle or sheath. The quality process ensures all devices are manufactured, inspected, and released to approved specifications. A device history record review was performed for the finished device, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6) during an internal review on (B)(6) 2022, a correction was noted to the 3500a follow-up #1 as in error the following additional information received on 12-oct-2022 was not included. The site where the fiber foreign matter adheres is the dilator, and the fiber foreign matter had been separated from the dilator when it was returned.